Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 1 year 6 months old. The user manual part number 1110546 rev e (jun-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer weighs (B)(6), but their age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The left crossbrace allegedly cracked as end user was seated in chair. Chair was not moving at the time. No injury is alleged.